Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels 300-480 mg/dl with a trace of ketones. The pump supplies were changed and a correction bolus was delivered. However the bg level remained elevated. The customer thought the pump may not have been delivering insulin. The customer went to the emergency room (ER) and was treated with intravenous fluids and 12 units of insulin. The customer left the ER stabilized with a bg level of 225 mg/dl. The customer performed a pump system check with tandem technical support and the pump was found to be functioning as expected. The customer understood and was satisfied.